Event description:
The provider states the unit has the error missing the drive configuration. After troubleshooting with tech service, the controller needs replaced. Additional reportable malfunction for this device; (B)(4)- display will not program.